Event description:
It was reported that the patient with this pacemaker experienced pacemaker mediated tachycardia (pmt). In addition, undersensing was observed. Health care professional (hcp) will bring patient to the clinic to determine the cause of undersensing. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.